Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit's declared a battery failure alarm. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR: 02jan2019. The manufacturer's field service engineer (fse) performed remote troubleshooting and advised the customer to check the battery. Resolution and disposition: the customer replaced the battery and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.